Event description:
The user facility reported that the handpiece power would not shut off. It was further reported that even though the footswitch power was shut off and the irrigation stopped, the handpiece overheated causing the scrub nurse to sustain a burn through her glove resulting in a blister. The blister was irrigated and there is no further status on the nurse. The surgery was completed with no impact to the pt. Add'l info confirmed that the selector console is being returned due to contributing to the reported overheating and the handpiece not functioning properly.

Manufacturer narrative:
To date, the device has not been received for eval. An investigation has been initiated based on the reported info.